Event description:
The device was explanted due to infection and device exposure. The device was removed on (B)(6) 2025. This report refers to 9710014-2025-00910. For further information please refer to this report.